Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, two photos of the sample were provided for evaluation. The visual inspection of the two provided photos showed the product during treatment. A small water drop in the header area was visible on both pictures. The reported condition was verified. Due to the absence of actual sample, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 400, an external fluid leak was observed at the bottom part of the dialysate. There was no patient injury or medical intervention associated with this event. No additional information is available.